Manufacturer narrative:
This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation no additional information is available at this time. If additional information is received it will be reported on a supplemental report. Not returned to the manufacturer.

Event description:
Plaintiff alleges that he received a right total knee replacement on or about (B)(6) 2013 using a triathlon knee system, which failed, requiring a revision on or about (B)(6) 2014.